Event description:
It was reported that during the pulmonary vein isolation to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During aspiration of the faradrive steerable sheath clear with the catheter tip inside, air ingress was observed through the hemostatic valve of the faradrive steerable sheath clear. A pump at 2ml was used for irrigation. No leak or air in patient was seen. The faradrive dilator and a farawave catheter had been inside the sheath before or at the time air was observed. The procedure was completed using another faradrive steerable sheath clear. No patient complications occurred. The product has been received at boston scientific's post market laboratory

Manufacturer narrative:
A leak from the hemostatic valve was observed. A tear was identified on the external valve. Analysis and microscopic inspection of the returned sheath observed the stopcock damaged with cracks on the sides of the middle port.

Event description:
It was reported that during the pulmonary vein isolation to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During aspiration of the faradrive steerable sheath clear with the catheter tip inside, air ingress was observed through the hemostatic valve of the faradrive steerable sheath clear. A pump at 2ml was used for irrigation. No leak or air in patient was seen. The faradrive dilator and a farawave catheter had been inside the sheath before or at the time air was observed. The procedure was completed using another faradrive steerable sheath clear. No patient complications occurred. The product has been received at boston scientific's post market laboratory where it is awaiting analysis.